Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 hardware failed. User turnoff the station and tried to recover but issue persists. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer found that the stored space matrix drawer 6 had a medication jam. The medication was removed and returned to the pharmacy to resolve the issue. The system functioned as intended after the field service engineer repaired the device.